Event description:
Plaintiff alleges sustaining numerous injuries, including but not limited to, the following: asthma, rhinitis, respiratory problems, tightness in the chest, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, and life-threatening nature due to the exposure of latex.